Manufacturer narrative:
The returned suretek burr hole cover was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that during the implant a burr hole cover cap clicks when pressed against the skin but it remains secure in place. The surgeon decided to replace the burr hole cover cap, and the procedure was completed.

Event description:
It was reported that during the implant a burr hole cover cap clicks when pressed against the skin but it remains secure in place. The surgeon decided to replace the burr hole cover cap, and the procedure was completed.